Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) detected high out-of-range pace impedance measurements on the right ventricular (rv) lead, resulting in a lead safety switch (lss) from bipolar to unipolar configuration. The patient was seen in-clinic, and the device was reprogrammed. At this follow-up visit, it was noted the impedance was within range and the condition of the lead appeared good, so the health care professional (hcp) suspects the high impedance condition is due to a bad lead/connector connection (the rv lead is a non-boston scientific product). No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) detected high out-of-range pace impedance measurements on the right ventricular (rv) lead, resulting in a lead safety switch (lss) from bipolar to unipolar configuration. The patient was seen in-clinic, and the device was reprogrammed. At this follow-up visit, it was noted the impedance was within range and the condition of the lead appeared good, so the health care professional (hcp) suspects the high impedance condition is due to a bad lead/connector connection (the rv lead is a non-boston scientific product). No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.